Manufacturer narrative:
Sections with additional information as of 24-sep-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Manufacturer acknowledges the lateness of this report and initiated the necessary corrective action. Manufacturer corrective action number: (B)(4).

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results obtained of 166mg/dl. The expected fasting blood glucose test result range is 135-140mg/dl. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. Customer stated that she called her doctor and said since she is due for her a1c, they can look at the lab results an verify if her glucose is going up. Customer stated she had blood drawn for the a1c on (B)(6) 2020 and will have the results available on (B)(6) 2020. Customer stated she takes simvastatin at bedtime and was taken off glyburide 2 weeks ago. The product storage location is undisclosed. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 10/31/2021 and open vial date is (B)(6) 2020. The meter memory was not reviewed for previous test result history.